Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. Customer also reported that the insulin pump battery does not last long. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. No anomaly on lcd display window noted.